Event description:
It was reported that in-stent occlusion occurred. On (B)(6) 2024, the patient underwent intravascular ultrasound evaluation of left iliac, common femoral, superficial femoral, popliteal, and anterior tibial arteries for diagnostic and intervention planning purposes. Left superficial femoral artery was heavily diseased with scattered areas of stenosis throughout the proximal thigh and chronic total occlusion in the mid-thigh. Popliteal reconstitutes at the patella. Single-vessel runoff through the anterior tibial artery which is diseased with most notable stenosis greater than 75% in the proximal calf but patent down to the foot. Atherectomy was performed in the chronically occluded left superficial femoral and popliteal using a 1.5mm rotablator device. Balloon angioplasty was performed using a 6mm balloon. There was a notable flow-limiting dissection within the superficial femoral which was stented using 7x120mm, 7x120mm, and 6x100mm eluvia drug-coated self-expanding stents. Good result from revascularization with restored vessel in line flow to the foot through the anterior tibial artery. There was residual dissection proximal and distal to the superficial femoral stents but did not appear to be flow limiting. On (B)(6) 2024, a left lower extremity arteriogram was obtained, which showed the superficial femoral artery occluded just distal to its origin. The stents were occluded. There was reconstitution of the above-knee popliteal. A lysis catheter was placed. A 4f non-boston scientific infusion catheter with a 50cm infusion length was advanced and positioned such that the infusion length spanned from the left common femoral artery to the mid popliteal artery. The infusion catheter was packed with 2mg of tpa. The patient tolerated the procedure well and was taken to the ICU in stable condition.